Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the proximal type I endoleak is unknown. Refer to the following medwatch # for the information on the gore excluder aaa endoprosthesis associated with this event: 2953161-2013-00020.

Event description:
On (B)(6) 2009, the pt underwent treatment of asymptomatic thoracic and abdominal aortic aneurysms with a gore tag thoracic endoprosthesis and two gore excluder aaa endoprostheses. On (B)(6) 2009, a proximal type I endoleak associated with the tag device was identified. It was reported that no aneurysm enlargement was identified, and it is unknown what caused the endoleak. On (B)(6) 2009, an additional procedure was performed whereby an additional device was implanted to treat the proximal type I endoleak. It was reported that the endoleak resolved with the implant of the additional device, and the pt tolerated the procedure.